Event description:
A customer contacted baxter's technical service center reporting a system error 2240 (air in set) during therapy on the home choice machine. The peritoneal dialysis nurse stated the home patient (hp) brought the homechoice to the clinic and it was working fine. The technical service representative (tsr) explained the alarms to the nurse. The tsr recommended the patient's caregiver contact baxter with the system error alarms. Product surveillance contacted the nurse on (B)(4) 2011 regarding the system error 2240 alarm. The nurse stated the hp resumed therapy on the cycler without any problems. Product surveillance contacted the caregiver on (B)(4) 2011 who was not sure what cycle the hp was in, but stated there was air in the line. The hp then got the alarm and disconnected. The caregiver stated the hp continued therapy using manual supplies and resumed therapy on the cycler the following night. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to lack of sample. The cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown at this time; therefore a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.